Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
It was reported that the prostiva handpiece needle did not retract into the cartridge. The mdt rep confirmed that they were onsite and were able to instruct the hcp on removing the handpiece and retracing the needles. It was also confirmed that the pt was ok.